Manufacturer narrative:
The complaint of disconnection and leakage on the ch2000s-c could not be confirmed by investigation. The customer provided a photo showing the packaging of the ch2000s-c. No damages or anomalies can be observed. No samples were returned for evaluation. Without the return of the sample, a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history record (DHR) was reviewed and no non-conformities were found that would have led to the reported complaint. Updated information can be found in g1.

Event description:
The complaint occurred on an unspecified date and involved a spinning spiros® closed male luer, red cap. The customer reported that a spiros pulled from the plum set and leaked 5 ml of chemotherapy (nelarabine), that spilled onto the patient. No medical attention was required and a spill kit was not needed. There was no human harm reported as a result of this reported event. This emdr record reflects the third of three occurrences that happened to the same patient on three separate events.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined. If additional information becomes available, a supplemental emdr will be submitted to the FDA at that time.